Event description:
The customer reported the visera elite xenon light source shows dark image. The event occurred during reprocessing and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. When the live image was displayed, tissue was distinguishable in the close-range view and indistinguishable in the distant view due to abnormal brightness adjustment. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the cause of the phenomenon was a failure of the main board. The cause of the main board failure could not be estimated. Olympus will continue to monitor field performance for this device.